Event description:
Endodontic overextension. Suspected thermafill chemical toxicity. Pt had root canal therapy on t#31. In the following two days, pt remained persistently numb on his lower right lip and chin. Physical exam revealed partial sensory deficit of the right third branch of the trigeminal nerve distribution, as he did feel sharp stimulation although dampened when compaired to the contralateral side. Directional sensation was intact bilaterally. Tooth #31 had no pathologic mobility, and was not percussive sensitive. There was no swelling, no discharges. Radiographic exam revealed a well filled canal system, with no obvious foreign material past the apex. There was no periapical radiolucency. Since his injury appears to be partial, there is a good chance for recovery.